Event description:
The customer stated, that she was hospitalized with a high blood glucose reading of 500 mg/dl. The customer also reported, a dent on the screen and scratches on the insulin pump that were not there prior to the hospitalization. The customer did not recall whether or not she was wearing the insulin pump at the time that she was admitted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time.